Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2020. The patient¿s cgm displayed 130 mg/dl prior to the patient unexpectedly passing out. When she woke, she was sweating profusely and the person with her, provided her with soda. A fingerstick bg was not performed because the patient did not have a glucometer. Additionally, the patient stated they use a medtronic insulin pump for insulin delivery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.